Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation/prior to sedation of a therapeutic video-assisted thoracoscopic lobectomy (vats) procedure, the rigid video scope had a green image. The procedure was completed using the similar device. There were no reports of patient harm.

Event description:
It was reported that during preparation/prior to sedation of a therapeutic video-assisted thoracoscopic lobectomy (vats) procedure, the rigid video scope had a green image. The procedure was completed using the similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lg-bundle of the video cable section is broke. Light transmission is lost or too low. The r-unit is broken and therefore the insertion pipe does not rotate smoothly. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.